Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that the distal end was dirty. Additionally, the evaluation revealed the following findings: connecting tube had a dent, adhesive on bending section cover (a-rubber) had a chip, universal cord had a dent, and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera tracheal intubation videoscope, a stain that does not come off at the forceps outlet. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, revealed that the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope¿ as below. ·visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.